Event description:
This x-ray system supposedly has a fluoro dose greater than 10 r.

Manufacturer narrative:
Eval method/results/conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.